Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-d/serial number (B)(6) was conducted, which confirmed that there were no non conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU), sj-ifu0101-00, rev. B, was reviewed. 4.3 warnings: procedure. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include but are not limited to the following, some of which may lead to serious outcomes and may require intervention: bladder or prostate capsule perforation. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of aquablation therapy. It is noted that the perforation likely occurred due to over-extension of the bladder during hemostasis. Based on the information provided, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that a perforation was observed to the patient's bladder. It is noted that there was poor visualization both during aquablation therapy and hemostasis. Additionally, the hospital did not have proper equipment (toomey syringe, long resectoscope set and tray, etc.) And a standard resectoscope was used, which was not sufficient due to length. The perforation was observed during use of the resectoscope and an open procedure was performed after utilizing a fluoroscopy to check the abdominal cavity. The patient is stable and still recovering in the hospital. The treating surgeon believes that the perforation may have occurred due to overextension of the bladder during hemostasis. No malfunction of the aquabeam robotic system was reported.